Manufacturer narrative:
(B)(4). Customer returned pump for an alleged blank display found on (B)(6), 2021. Insulin pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact. Battery tube was realigned and powered up successfully. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, missing display window/cover, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, serial label damage (faded), corroded battery tube and minor scratches on lcd window. In summary, customers alleged blank display was confirmed by cutting open the pump to perform visual inspection where a misaligned battery tube was noted.

Event description:
Information received by medtronic stated that the insulin pump had crack at back and battery cap was damaged. No harm was required during medical intervention. The insulin pump was returned for analysis.